Event description:
Facial tingling, nausea hypotension and blood leak occurred at the same pt in using device. First, at onset of treatment, during infusion of saline prime, pt complained of facial tingling, nausea, and hypotension. The pt was treated with phenergan and saline infusion and treatment continued. But after approx 15 minutes blood leak detector alarmed. Effluent tested positive for heme and a few minutes later the effluent turned pink. Treatment discontinued. Approx 150-200ml blood lost. Second, new system set up and systolic blood pressure dropped to 80 mmhg when the pt received saline prime. Treatment discontinued and 50 ml blood lost. Medical doctor states pt's liver enzymes were elevated indicating hemolysis. No medication or transfusion was ordered during or after the treatment. The pt has been discharged from the hosp.